Event description:
It was reported that the patient present after implant procedure for ventricular capture test. During the test there was a delay after the test was terminated, due to a threshold decrement issue with the programmer. No interventions were made. The patient was stable.